Event description:
It was reported that the guidewire moved with the imaging balloon catheter in the proximal rca as a result of the catheter getting stuck on the wire and as if the lumen collapsed. The lesion was moderately tortuous with 70% occlusion, however, plaque presence is unk. The imaging balloon catheter and the guidewire were removed from the pt together as a unit. The physician tried to insert the same imaging balloon catheter again, but it would not cross the stent due to the stiff transducer. The same guidewire and another catheter from the same MFR were used and completed the procedure. There was no report of pt injury or adverse event due to this event.

Manufacturer narrative:
(B)(4). The imaging balloon catheter was returned and evaluated. A guidewire (0.014" tapered towards the distal end) and a 6f catheter (both devices are from different MFR) were also received with the imaging balloon catheter. Both the guidewire and the guide catheter are compatible with the imaging balloon catheter. During examination, it was observed that the rx guidewire exit port was torn and is likely as a result to remove the guidewire from the catheter. The balloon appeared to be inflated and then deflated before its return. The guidewire lumen was partially collapsed/deformed inside the balloon. As a result some resistance was felt during guidewire movement test; however, the guidewire did not get stuck inside the catheter at any point. It is possible to cause a partially collapsed lumen if the device is inadvertently inflated off of the guidewire, and/or if the balloon is inadvertently pressurized to excessive pressure beyond its rated burst pressure (rbp). There were no observed damage or abnormalities on the transducer. No separated or missing parts were noticed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure made within this lot. The IFU warnings for the imaging balloon catheter states that: if abnormal resistance while operating the catheter is sensed or if the catheter should become stuck within the blood vessel, be sure to extract the guide wire, the ivus catheter, and the guiding catheter, without pulling with excessive force. There is the risk of injury to blood vessels, catheter breakage, or rupture. Do not inflate the balloon above the rated burst pressure (rbp). The rbp is based on in-vitro, and these tests have confirmed with a (B)(4) confidence that over (B)(4) of balloons will not burst when the pressure is below the rbp. Use a pressure monitoring device to prevent excessive pressure. The IFU precaution also states: in the event that the guidewire in the blood vessel becomes stuck in the catheter and becomes inoperable, carefully and slowly remove both the catheter and guidewire together. There was no report of pt injury or adverse event due to this incident. No further action is required.